Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth are misaligned, one bottom tooth hits the top tooth. They have one tooth that has become significantly shorter than the others. They will now need standard braces to fix all the issues byte has caused their teeth that they did not have prior.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.